Manufacturer narrative:
One unit was returned with the metal stiffening cannula lodged in the catheter for evaluation. The complaint was confirmed. A review of the specific lot device history record showed no abnormal findings. This lot pre-dated a corrective action to allow for easier removal of the stiffening cannula from the drainage catheter. Evaluation codes: method: device history record reviewed.

Event description:
During a pancreatic pseudo cyst drainage procedure, the metal stiffening cannula became lodged in the drainage catheter. An attempt was made to remove the stiffener, but the catheter accordioned on itself. The pt complained of pain while the catheter was being removed, and was admitted to the hospital for observation because of bleeding. The pt did not require blood products. Merit attempted to follow-up for pt's status; the account rep would not disclose additional info.